Event description:
A partner of the operating md communicated the following information to manufacturer on (B)(4) 2012: " date of the case was (B)(6) 2012. Md used a 16f glidelight and cook liberator to extract a stm 1591 riata (date of implant - (B)(6) 2009) due a malfunctioning lead. A (B)(6) male. (B)(6). Prior CABG. Icm. Ef = 25. Tear of innominate vein. Successfully repaired in o.r.